Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml via an implantable pump. It was reported that the patient had a return of spasticity. The pump was read and it was determined that it had been empty for several months. It was determined that the patient did not have her refill performed. The pump emptied and that was the cause of the return of spasticity. The exact time frame and withdrawal symptoms were unknown. The pump was replaced and when the pump was replaced the physician decided to replace the catheter as well. The issue was resolved and it was noted that the healthcare provider would not have any further information regarding the event.